Event description:
Reportable based on analysis completed (B)(4) 2012. It was reported that during a stenting treatment procedure the device was unable to cross the lesion. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The lesion was predilated and then a 2.50 x 38 mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device is combination product device evaluated by MFR: a visual and microscopic examination of the returned device revealed the tip was damaged (the edges were jagged like). This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. The balloon of the device was visually and microscopically examined and it was noted that the proximal end of the balloon had a build up of solidified contrast media present which has resulted in the proximal end of the stent being slightly flared. The rest of the balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).